Manufacturer narrative:
(B)(4). Concomitant medical products: 00598004702 - tibial component - 62743313; unknown bearing; unknown patella. Report source: foreign - (B)(6). The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2022-00008, 0001822565-2022-00070.

Event description:
It was reported that the patient underwent a left knee revision approximately 7 years post implantation due to pain and stiffness. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified shows signs of use. Bone cement with bodily tissue were adheres at the back of the femoral and tibial component, but it was only partially adhering to the tibial plate. Articular surface shows wear, but no other information can be obtained from the provided pictures/images. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by a health care professional. A review of the available records identified the following: implants were anatomically aligned. A definitive root cause cannot be determined. Per package insert, pain and poor range of motion are known adverse effects of the system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.